Manufacturer narrative:
The echelon microcatheter has not been returned for evaluation, as a result, the cause of the clinical observation cannot be determined. Additional information and device return has been requested, however, the response and device has not been received. Should the device and information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the echelon micro catheter only had 1 marker band. The procedure finished the case with another microcatheter without issue. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional manufacturer narrative - device evaluation: the echelon-10 micro catheter was returned for evaluation and the clinical observation was confirmed. The returned echelon-10 micro catheter¿s distal marker and tip were not returned as it remains in the patient. The broken end exhibited with plastic deformation (jagged edges and stretching) of the tubing material which indicates that catheter broke when pulled and exceeding the tensile strength of the tubing material. No other anomalies were observed. Tensile separation can occur due to resistance or incompatible ancillary devices; however, no resistance was experienced. The make or model of guidewire used was not reported. Therefore, device compatibility could not be assessed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Desc: evt problem - additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the echelon micro catheter only had 1 marker band. The procedure finished the case with another microcatheter without issue. No injury reported. The patient was undergoing embolization to treat an aneurysm located in the middle cerebral artery. The reported device and accessory devices were prepared per IFU. The catheter was flushed as directed. The catheter tip was not shaped and there was no resistance experienced. The microcatheter had no distal mark while inside of the patient. There was no surgical or medical intervention required.